Manufacturer narrative:
The returned generator displayed an error message during startup confirming the reported event. The stimulation board was replaced and the unit functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported startup issue and subsequent procedure cancellation was due to the stimulation board.

Event description:
During the procedure, the generator shut down and was unable to be restarted, so the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.